Manufacturer narrative:
Section d4: correction. Manufacturer's investigation conclusion: the reported event of damaged power cables was confirmed. The returned system controller, serial number (B)(6) , was functionally tested and found to operate as intended during analysis despite the damage to the cable. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. The cable jacket and shielding of the power cables were stripped revealing no visible damage to the underlying wires; however, there was fluid ingress found in the cable. During continuity testing, some dmm voltages were out of range. The controller was retested with test power cables and passed. Due to slightly cutting the insulation of the underlying wires when stripping the jacket, no further troubleshooting was performed. A root cause for the reported damage cannot be conclusively determined through this investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented with their controller having multiple areas of silicone damage to the power leads. The wires below the silicone appeared intact, but there appeared to have some discoloration (green) around the torn gray silicone. Controller was exchanged in clinic without incident or patient becoming symptomatic. Patient was doing well and there were no reported issues with the controller or pump. No further information was provided.